Event description:
It was reported that this device was explanted after the patient received an inappropriate shock due to noise and oversensing. The device will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted after the patient received an inappropriate shock due to noise and oversensing. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.